Event description:
It was reported that "while in the angiography room, the intra-aortic balloon (iab) was inserted via a sheath. On the same day that the iab was inserted, blood was noticed inside the gas driveline tubing. Since they suspected a catheter leak or balloon leak, the catheter was exchanged." The pump used was the iap-0500j (B)(4). There were no reported pt complications.

Manufacturer narrative:
(B)(4). The event was initially believed to be asr reportable through our exemption for balloon ruptures. However, upon device eval, the event was found to be due to a malfunction other than a balloon rupture. Eval: the iab was returned for eval. There was dried blood on the interior surfaces of the bladder, catheter, and short driveline tubing. The flex tip assembly was broken 6.3 cm from the distal tip of the iab. The catheter was buckled 27 cm (2 mm in length) from the distal iab tip. An in-house spring wire guide ('swg') was fed through the central lumen from the luer end, but would not pass the break. The swg was fed through the tip and again would not pass through the break. The tip and luer end of the central lumen were blocked since the central lumen was known to be broken. The iab was submerged in water and pressurized. No other leaks were detected in the bladder, outer lumen, or bifurcation. The fiberoptix sensor was light level tested and passed. The bladder was examined and flex tip assembly could be seen to be broken through the bladder material. The bladder was cut down approx 6.5 cm from the distal tip of the iab for eval of the flex tip assembly. The central lumen was broken in two pieces held together by the torque spring 6.3 cm from the iab distal tip. The shrink tubing and torque spring were removed. The central lumen was broken at the stainless steel /polyimide junction. The stainless steel portion of the central lumen was broken approx 5 mm from its tip and the tip portion was still inside the polyimide. The bladder wall thickness measured within spec. The reported complaint of "on the same day that the iab was inserted, blood was noticed inside the gas driveline tubing" is confirmed. The central lumen was broken allowing blood to leak into the iab. The potential cause of the central lumen break was due to being bent in a tight radius.